Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was less responsive, also insulin pump was squirting insulin while priming, screen had scratches and makes it harder to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was reject new batteries. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.